Event description:
A surgeon reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. Add'l info has been requested.

Manufacturer narrative:
Product eval: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause: the root cause cannot be determined. Not enough info was provided from the account to properly complete an investigation. Action taken: investigation has been completed based on current info. No further action warranted at this time. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Add'l info was requested on 08/17/2011 and 09/12/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).